Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was thrown and fell on the area of the pacemaker. The patient felt it move and is now feeling pain and has bruising. Follow up was attempted, but the patient has not been seen and no information is available. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Event description:
It was also reported by the patient that the pacemaker is now "coming out of their skin". The implant site is now draining, has puss and the patient can see the device "a dark red spot with a scab". Our records indicate that the device was explanted.

Event description:
The implantable pulse generator (ipg) and two leads were explanted due to pocket infection. No further patient complications have been reported as a resultof this event.

Manufacturer narrative:
Product event summary#, product ID# addr01 the device was returned and analyzed and no anomalies were found.